Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was displaying an error 1 message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 8:05pm on (B)(6). The patient manages their diabetes with self-adjusted insulin and denied making any changes to their usual medication in response to the alleged issue. The patient reported developing a 'headache' at the same time that the issue occurred. The patient reported self-treating this symptom with aspirin. The patient denied testing on any other device. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom does not meet lifescan's criteria for serious injury and they did not receive any treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.